Event description:
The compressor was connected to a patient. The customer reports that the compressor went into stand-by on its own. The compressor was not connected to the wall. The customer turned that compressor off, then on. After a short period of time the compressor failed to operate.